Event description:
Hill-rom received a report from the account the head section is moving on its own. The bed was located at the account in (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the hand pendant to be inoperative. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the hand pendant to resolve the issue. Based on this info, no further action is required.